Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was in range of 400 mg/dl. The customer stated that the cannula was clogged with blood. Costumer stated that they were recently started using the new injection sites and it was very hard to deal with insulin pump on back side. Costumer stated that they had to contort in some way to be able to push it properly by them self. Costumer stated that when they turn to get it to inject, it folds the adhesive under itself and it did not stick to body properly and was easily removed. The insulin pump will not be returned for analysis.